Manufacturer narrative:
The product has been returned to intuitive surgical, inc. (Isi) for evaluation, but analysis has not yet been completed. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted prostatectomy, the large clip applier instrument was very stiff and difficult to open. An injury was reported, but no details were given. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was returned to intuitive surgical, inc. (Isi) and failure analysis evaluation was performed. There was no problem or damage found. The instrument passed recognition and engagement tests, moved intuitively will full range of motion in all directions, and the grips opened and closed properly.

Event description:
Refer to h10/h11 for follow-up information.